Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that since yesterday they have not been getting any relief from their stimulator. Caller stated they checked their settings and were on program 1 at 2.1, but every time they increase the setting, it jumps back to 1. Agent walked caller through checking their settings. Caller confirmed they were on group a with program 1 set to 2.1. Caller noted that it will say 2.1 for a few seconds then go to 1. Agent reviewed display information. Caller added that they recharged the battery this morning, and the top one charged but the implant battery was at 40%. Caller asked how to recharge the implant. Caller stated they still have bandages over the implant site. Caller stated they're having surgery tomorrow and will be down for a while if they can't get this implant recharged. The patient was redirected to their healthcare provider to further address the issue. Rep emailed back that they've talked to the patient and they were taken care of.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that in regards to "no relief". Rep was unsure of the cause. However, the "jumping back to 1" issue is simply the intensity number 'timing out' and reverting back to the labeling of the base and prime programs (i.e. 1, 2, 3, 4). Rep will follow up with this patient to determine if they are currently getting any relief and schedule a reprogramming appointment to optimize their therapy. The intensity numbering "issue" is resolved, but rep will follow up to address the patient reporting no relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.